Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic, infection was noted. It was stated that erosion was noted and the leads were exposed and easily exteriorized and the pocket was cultured. The patient was scheduled for extraction. During procedure, it was stated that the stylet was stuck at the subclavian venal site. The leads (left ventricular - lv lead ; right ventricular and right atrial - ra lead) were explanted under the guidance of fluoroscopy and 11 french evolution cook device was used for extraction. It was noted that purulent fluid was emanating from the lead channels. The pocket was treated with antibiotics. There is no known allegation from a health care professional that suggests the infection was related to the device. The patient tolerated the procedure well. Professional that suggests the infection was related to the leads. The patient tolerated the procedure well.

Manufacturer narrative:
Manufacture date and expiration date is included in follow up report which was missed in initial report.